Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer report that the tubing leaked was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak at the engagement at the top of the valve. Further visual inspection under microscope of the observed leaking valve top showed a microchannel/scratch within the interior diameter of the valve. The root cause of the microchannel is due to an equipment error during the inspection and testing process.